Manufacturer narrative:
Device passed displacement, rewind, prime/seating, occlusion, sleep current measurement, active current measurement, and self tests; it failed basic occlusion, and force sensor tests. After further review, there are signs of previous moisture presence and corrosion around the battery connectors, on keypad flex cable, and on the back of the lcd screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error. Customer was standing in the pool and they received open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.